Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 2 years due to paravalvular leak. The surgeon also noted that this event was due to procedure related factors and not a product malfunction. The explanted device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the edwards device was not returned for analysis; therefore, no evaluation could be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without any additional information or the sample device, the exact nature of this event cannot be confirmed. Additional information (e.g. Operative report, discharge summary) and the explanted valve are currently being requested. A supplemental MDR will be submitted if any new information is received.